Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead dislodged and was repositioned but continued dislodging. The lead was explanted and replaced.